Event description:
It was reported that the patient alert triggerred. It was also reported that the lead had increasing and high impedance and noise. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant continued: 6940 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.